Manufacturer narrative:
Follow-up received on 23-may-2016: information received from physician states that essure was in place after the pregnancy diagnosis. Patient had spontaneous abortion (fetal demise). Quality-safety evaluation of product technical complaint received on 26-may-2016: (B)(4). Lot number 6469 is invalid for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who became pregnant 2 years after essure (fallopian tube occlusion insert) insertion. She had a fetal demise at 14 weeks. Upon receipt of follow-up information, physician stated essure was in situ after pregnancy diagnosis and a spontaneous abortion occurred. Therefore, the previous reported event essure was not in situ was deleted. Pregnancy is listed according to essure's reference safety information and the other reported event spontaneous abortion / fetal demise is unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, the patient did not have the confirmation test and essure was in place after pregnancy diagnosis. Nevertheless, a causal relationship between the suspect insert and the reported pregnancy cannot be excluded. Regarding the reported spontaneous abortion / fetal demise, considering it occurred during the second trimester of gestation; a mechanical interference between essure and the developing pregnancy cannot be excluded and this event was thus, considered as related to the suspect insert. This case was considered an incident, due to the serious injury reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect.

Event description:
This is a spontaneous case report received from a physician in united states on 19-feb-2016. It refers to a female patient of (B)(6) who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent contraception. Patient never did follow-up hysterosalpingogram. On (B)(6) 2016 she tested positive for pregnancy. Pregnancy questionnaire was received on (B)(6) 2016 from the physician and case was upgraded to incident. The patient's weight was (B)(6) and height was 152cm (bmi (B)(6)). Essure was inserted on (B)(6) 2014 with lot number 6469. There were no abnormal uterine findings prior to insertion. After insertion depoprovera was used as alternative contraception. No essure confirmation test was done. The patient came pregnant 2 years after insertion. The pregnancy was confirmed by the doctor. She had a fetal demise at (B)(6) weeks (physician also stated her plan was terminating pregnancy). It was informed essure was not in situ after diagnosis of pregnancy. The device was not removed (removal was not medically necessary). Signs of infection, inflammation and pathology results were denied. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who became pregnant 2 years after essure (fallopian tube occlusion insert) insertion. She had a fetal demise at (B)(6) weeks. Additionally, physician stated essure was not in situ after pregnancy diagnosis (regarded as device dislocation). These events are listed according to essure's reference safety information; except for fetal demise, regarded as spontaneous abortion, which is unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, the patient did not have the confirmation test. Additionally, the device was not in situ after pregnancy diagnosis. This device dislocation in association with patient's noncompliance could be alternative explanations for the essure failure (pregnancy). However, since it is unknown if device dislocated before or after pregnancy onset, causality with the suspect insert cannot be excluded. Regarding the reported fetal demise, considering it occurred during the second trimester of gestation; a mechanical interference between essure and the developing pregnancy cannot be excluded and this event was thus, considered as related to the suspect insert. This case was considered an incident, due to the serious injury reported. Follow-up information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.